Event description:
Additional information was received from the patient that indicated he had never had therapeutic effect since the implantable neurostimulators (ins) was implanted. The patient noted that during the implant procedure the leads were helping with his symptoms. The patient is able to feel stimulation but had also been increasing his medications to help with symptoms. The patient takes prozac to ¿calm his brain¿ before taking other medications. The patient¿s doctor stated he may have an anxiety disorder. The patient reported he was going to have the ins removed in (B)(6) 2013, wait eight weeks, then get two new inss and leads implanted in (B)(6) 2013. It was also noted that when the stimulation was turned on, the patient felt ¿electricity¿ throughout his body. The patient stated he was getting tremors and seizures, but ¿it was reduced quite a bit by taking paxil.¿ the patient stated ¿they think the medication did to the implant was make it too strong and it wouldn¿t kick in¿ and ¿it hung me out there and I would be stuck.¿ if additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37085-40 lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: product type extension product ID 37085-40 lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: product type extension product ID 3387s-40 lot# v875336 serial# implanted: 2012-(B)(6) explanted: product type lead. (B)(4).

Event description:
It was reported that the patient had "difficulty handling the stimulation" and felt "antsy" when the stimulation was turned on. The symptoms began following implant of the internal neurostimulator (ins). The patient noted that his physician prescribed him sinemet and he became antsy when coming off the medication. The patient was also prescribed clonazepam, which helped with the antsy feeling. The patient also noted that the ins helped him to be able to walk. Additional information was received from the patient that reported he had experienced "severe internal tremors" since implantation in (B)(6) 2012 that he had not experienced before getting the ins. The patient reported that he received tranquilizers three times per day, in the morning, afternoon, and evening, and was unable to drive. The patient reported never having therapeutic effect, but also noted that the stimulation works well when he takes his tranquilizers. The patient started taking tranquilizers two months ago to help him sleep and deal with anxiety. The patient stated that when he takes his tranquilizers, "the medicine goes in nice and smooth" but when he doesn't "it's really rough." The patient noted that the symptoms were very similar to when he took requip. The patient was able to change the frequency of the stimulation and stated it was set at 185 hz. Two days later, the patient stated the ins was set at "1.60 frequency" and the voltage was at 2.0 v. The patient noted that if the voltage was increased to 2.2 v, he experienced tremors through his whole body, but he was unsure whether the stimulation was too high or if "it was reacting with the tranquilizers." Additional information received from the patient indicated he still had concerns regarding his device or therapy, but was working with his physician or a manufacturer's representative. Appointment dates of (B)(6) and (B)(6) were listed. Additional information was requested but was not available at the time of this report.

Event description:
Additional information received reported that the patient was "having a lot of problems" before. It was stated that during adjustments the patient was "seizure-like" symptoms. However, for the past 5 months the patient has been at the same setting with no adjustments. It was indicated that the lead may a little deep in the brain. It was noted that patient was on paxil to control his anxiety. It was stated that the patient toes were numb, but the medication took care of that. For last 5 months the patient has not had any "serious" tremors. No further information was provided.